Event description:
Abscess at injection site; papules at injection site; nodules at injection site. Info was received from a physician in 2004 regarding a pt with no known allergies and a medical history significant for treatment with hylaform in 2003 that was well tolerated. The pt received hylaform in 2004 to the nasolabial, glabella, and periorbital areas. On an unspecified date following the injections, the pt expereinced "inflammatory infiltrations." The physician reported that he treated the pt for symptoms (treatment not provided). Additional info was received from the physician 3 months later. The reporter further described the pt's experience as subcutaneous inflamed papules and nodules (locations not specified) that progressed to abscess with sterile pus. The pt was treated with clindamycin (300 mg qid) beginning 2 months ago and ending 8 days later. The following day the pt had improved, but had "discrete" erythema and infiltrations remaining. The physician considered the events related to the administration of hylaform. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.